Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that during laser vision correction surgery on (B)(6) 2016 patient moved while laser was firing 3 seconds into the surgery of his left eye. It was reported that patient keep moving and system was unable to retain suction. Surgeon converted the patient to photorefractive keratectomy on (B)(6) 2016. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Bcva from (B)(6) 2016 right eye pre-op 20/20 -2.75 x -2.25 x 172 left eye pre-op 20/20 -4.25 x -.50 x 60